Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that small air bubbles were observed along the infusion set tubing. Customer declined to provide bg level. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer was instructed by tandem technical support to prime the tubing to resolve the issue. The customer declined any further troubleshooting regarding the event.